Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that sometime later post index procedure completion using a drug-coated balloon catheter in the cephalic vein via the left forearm, the subject was expired. The primary cause of death was not provided. Reportedly, there have been no documented device deficiencies, and the relationship of the death with the study device, procedure, and arteriovenous access circuit were not provided.

Manufacturer narrative:
H10: additional information was received and the death was not related to device, procedure. Thus, this report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a death. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that sometime later post index procedure completion using a drug-coated balloon catheter in the cephalic vein via the left forearm, the subject was expired. It was further reported that the death was not related to device, procedure and av access circuit. Reportedly, the primary cause of death was cardiac arrest.